Event description:
It was reported an over infusion event involving nicardipine infusion. Nicardipine 40mg in 200ml normal saline was set to infuse at 25ml/hr. Over 8 hours, volume to be infused (vtbi) 200ml. It was reported that the drug is titratable and was started at 5mg/hr. At 0100. However, after 2 to 3 hours of infusion, the pump reportedly alarmed for air-in-line and when the nurse assessed the pump, it was found the IV bag and tubing were "dry." This issue was reported to bd representative during site visit. There was patient involvement but no harm. It was reported that the patient "ended up requiring a higher dose of nicardipine any way" and "patient suffered no adverse effects." Although requested, the customer declined to return the devices to manufacturer for investigation. The customer stated that they will send the devices to a third party (ecri) for investigation.

Manufacturer narrative:
Omit: c20 no findings available, d15 cause not established. Correction: describe event or problem. Additional information: sex, imdrf annex a, g, b, c , d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported an over infusion event involving nicardipine infusion. Nicardipine 40mg in 200ml normal saline was set to infuse at 25ml/hr. Over 8 hours, volume to be infused (vtbi) 200ml. It was reported that the drug is titratable and was started at 5mg/hr. At 0100. However, after 3 hours and 20 minutes of infusion, the pump reportedly alarmed for air-in-line and when the nurse assessed the pump, it was found the IV bag and tubing were "dry." This issue was reported to bd representative during site visit. There was patient involvement but no harm. It was reported that the patient "ended up requiring a higher dose of nicardipine any way" and "patient suffered no adverse effects." Although requested, the customer declined to return the devices to manufacturer for investigation. The customer stated that they will send the devices to a third party (ecri) for investigation. A copy of the medwatch report from FDA was received, which states, ¿pt receiving nicardipine drip at 5mg/hr. Medication 40mg in 200ml. Bag completed in 3hrs 20min. Floor and top of alaris IV pump wet. Unknown if liquid was nicardipine medication, however once pump and tubing were changed, dosage of medication needed to be increased to control blood pressure. Pump, tubing and empty medication bag given to manager brian. Pt suffered no adverse effects. Bag should have run in over 8 hours. Unclear if bag leaked of or there was a pump error.¿

Manufacturer narrative:
Additional information: report source, report source other, imdrf annex b code. H3 other text: no devices received, log review only.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported an over infusion event involving nicardipine infusion. Nicardipine 40mg in 200ml normal saline was set to infuse at 25ml/hr. Over 8 hours, volume to be infused (vtbi) 200ml. It was reported that the drug is titratable and was started at 5mg/hr. At 0100. However, after 2 to 3 hours of infusion, the pump reportedly alarmed for air-in-line and when the nurse assessed the pump, it was found the IV bag and tubing were "dry." This issue was reported to bd representative during site visit. There was patient involvement but no harm. It was reported that the patient "ended up requiring a higher dose of nicardipine any way" and "patient suffered no adverse effects."